Event description:
On (B)(6) 2025, a patient underwent a venous ablation procedure performed using the venclose catheter in conjunction with the venclose system digirf generator. The facility reported that this patient developed an endovenous heat induced thrombosis (ehit). The event was identified post procedure during the facilitys follow up assessment. No additional patient specific clinical details were provided at the time of this report. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and or service related issues. Investigation summary: the venclose generator serial number was received at the bd bard global service and repair. The venclose generator was visually inspected upon receipt and was found to be in good physical condition. The device was functionally tested and passed the test during evaluation and generator was received with software version 3.17. No other anomalies were identified. Therefore, the investigation is determined to be inconclusive for the reported multiple instances of ehits. The root cause for the reported multiple instances of ehits cannot be determined as the problem could not be tested for the reported event. Labeling review: the labelling or packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. A1, b1, b5, d4 (medical device expiration date, unique identifier (UDI) #),g2, g3, h4, h6 (method, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the device is not returning. As of the date of this report, the final investigation remains pending. A supplemental report will be submitted upon completion of the investigation. The manufacturer was informed by the reporting facility that a total of (10) separate patient occurrences of ehit were identified following procedures using the venclose catheter and venclose generator. This MDR pertains only to the individual patient occurrence described in section b5. Separate mdrs will be submitted for each additional reported occurrence. These related events are being tracked under manufacturer internal complaint/pr record pr#(B)(4). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The facility reported that this patient developed an endovenous heat induced thrombosis (ehit) following a venous ablation procedure performed using the venclose catheter in conjunction with the venclose generator. The event was identified post procedure during the facility¿s follow up assessment. No additional patient specific clinical details were provided at the time of this report.